Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: b5, d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The cause of the foreign material remaining in the channel was not specified. It was determined possible the foreign material was not removed due to leakage from switch 1: this leakage would have made reprocessing difficult to complete. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif/cf/pcf-190 series operation manual, chapter 3 "preparation and inspection". -preventive measure: gif/cf/pcf-190 series reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the foreign material was composed of "hemostatic powder".

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii gastrointestinal videoscope exhibited foreign material in the channel. There were no reports of patient harm.